Event description:
It was reported by the patient that the pod's cannula was already out when they removed the tab indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. As the device was received not deployed, the needle mechanism could not have deployed early. No problems were found regarding the reported needle mechanism complaint. Timeouts and drive stalls were observed in the download data. An 0x5c alarm was generated, indicating that the open count was too low at the end of first prime. The pod ran for a total of 52 pulses before deactivation, of which 51 were in first prime. The pod was reran, and no data abnormalities were observed. No damages or deficiencies were observed that would contribute to the observed high pulse width w/ drive stall. The cause of the high pulse width w/ drive stall and subsequent 0x5c hazard alarm could not be determined.